Event description:
It was reported by service report that the foot lift was not working. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: malfunctioning cpu board. Faulty lift coupler.